Manufacturer narrative:
The biomedical engineer (bme) reported multiple instances of gz transmitter dropouts at the central nurse's station (cns). He stated that the nursing staff did not provide detailed observations regarding the conditions during these events. The bme tested the rssi values, which were fluctuating from approximately 60 down to single digits in certain areas of the hospital. During testing, he confirmed that no error messages or alerts were observed during these fluctuations. When the dropouts occurred, only the patient's name was displayed. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the gz transmitter and were affected by this incident: central nurse's station (cns): model #: cns-2101a. Serial #: (B)(6). Device manufacturer data: 03/18/2024. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. 2 gz transmitters: model #: gz-130pa. Serial #: (B)(6). Device manufacturer data: 07/30/2024, 08/02/2024. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported multiple instances of gz transmitter dropouts at the central nurse's station (cns). The bme tested the rssi values, which were fluctuating from approximately 60 down to single digits in certain areas of the hospital. During testing, he confirmed that no error messages or alerts were observed during these fluctuations. When the dropouts occurred, only the patient's name was displayed. No patient harm was reported.